Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-20003.

Event description:
Device 2 of 2. Refer to MFR report: 1627487-2014-20003. It was reported that the patient began experiencing ineffective stimulation two months after implant. The sjm representative was previously able to resolve the issue with reprogramming. It was also reported that the patient experienced elevated leg pain. As a result, the scs system was explanted.